Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed that the balloon had been inflated due to contrast media in the balloon and catheter shaft. There was also blood present in the catheter shaft. A severe twist was noted at the rapid exchange (rx) bond. There was no necking or damage along the length of the catheter shaft. There was no obstruction noted in the hub. Microscopic examination revealed a clear inflation/deflation path at the proximal bond. The device was attached to an encore inflation unit and inflated to its rated burst pressure (rbp) without issue. The balloon was then deflated without issue. Inflation/deflation was repeated successfully three times. A visual and microscopic examination of the balloon revealed no damage to the balloon or blades. No other damage was noted on the device. The severe twist at the rx bond, with the guidewire in place may have caused the deflation failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, balloon deflation difficulty occurred. The 90% stenosed de novo lesion was located in the non calcified and moderately tortuous left subclavian vein. The small peripheral cutting balloon was advanced to the lesion for treatment and the balloon inflated four times to 12atms for approximately 30 - 60 seconds each with an encore inflation device. After the 4th inflation, the physician's attempt to deflate the cutting balloon failed. The balloon was deflated using a 20cc syringe. The cutting balloon had to be removed together with the introducer sheath. The procedure was completed with this device. No patient injuries or complications were reported. The patient's status was reported as 'good.'

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, balloon deflation difficulty occurred. The 90% stenosed de novo lesion was located in the non calcified and moderately tortuous left subclavian vein. The small peripheral cutting balloon was advanced to the lesion for treatment and the balloon inflated four times to 12atms for approximately 30 - 60 seconds each with an encore inflation device. After the 4th inflation, the physician's attempt to deflate the cutting balloon failed. The balloon was deflated using a 20cc syringe. The cutting balloon had to be removed together with the introducer sheath. The procedure was completed with this device. No patient injuries or complications were reported. The patient's status was reported as 'good.'

Manufacturer narrative:
(B)(4)